Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an ulcer like projection using gore® tag® conformable thoracic stent graft with active control system. Six months later, a distal stent graft-induced new entry(dsine) was observed on the follow up imaging. On (B)(6) 2025, because the lesion tended to expand, a reintervention was performed. Additional stent grafts were placed distally. The physician reported that the distal side of the device was landing on a straight site, and the device was not oversize. The patient might be prone to lesion formation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) possible defects and adverse events include the following: aortic expansion, dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.